Manufacturer narrative:
On (B)(6) 2016 - we have requested to the device to be returned to the manufacturer. To date, we have not received the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2016, the customer alleges that she suffered a burn to her right thigh following use of the product. It is unknown if the consumer has received medical treatment.